Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and user had high glucose value. Manufacturer contacted customer with follow up phone calls; customer reported did not seek medical attention;customer self treated with insulin and felt better after.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer reported symptoms of thirst. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results and reported symptoms. A blood test was performed on (B)(6) 2016 and the results were 521 mg/dl. The customer is currently taking insulin to manage diabetes. A back to back blood test was performed on (B)(6) 2016 and the results were hi, hi, and hi. The test strip lot# and meter serial# not provided by the customer. The meter memory was not reviewed. Adverse event not reported.